Manufacturer narrative:
There is insufficient information to conclusively determine the root cause of this event. As reported, the surgeon contacted edwards to report that a patient is having a possible allergic reaction to his edwards aortic valve. Plan of care and patient status is unknown. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification from a doctor that one of her patients was seemingly having a reaction to his aortic heart valve. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.